Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, as the customer had not previously done so within the last 24 hours. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact support again if the issue reappeared.